Event description:
The facility reported a colleague infusion pump with a failure code 550:320:659:0000. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During service by baxter, the reported device failed to audibly alarm failure code 550:320:659:0000.

Manufacturer narrative:
The condition of failure to alarm was confirmed due to a pinched main speaker harness. The rear housing assembly was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that the device has not been previously serviced for the reported condition.